Event description:
Reporter states that she purchased a humidifier from rite aid. She plugged the device in and left the room and returned in one hour to see that the device was melted and had black shoot in the bottom.